Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 453 mg/dl. The user initially attempted to correct with a meal announcement before completing a supply change, and blood glucose began trending downward. No outside medical intervention was required.